Event description:
Patient was intubated with nim tube for total thyroidectomy. The tube would not sense stimulation, which surgeon noted before the case started; tube replaced. Patient was re-intubated with a new nim tube and the case proceeded with no further issues. There was no harm to the patient.